Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) . The reason for call was patient reported that for the past couple of weeks they have been having issues charging their implant. Patient stated that it seems as though the implant has slipped down a couple of inches and they have only been able to charge once without issues. Patient mentioned that the belt that comes with the unit has never worked because it doesn't fit over the implant due to the location of the ins on their right buttock. Pt mentioned that they're able to begin charging the ins but if they move at all, the wireless recharger loses connection. Agent asked patient if they have tried to lay or sit on the device and prop the wireless recharger in place and patient stated that they have used athletic tape and an elastic band that they put on their wrist when they have a sprain. Patient asked if there was any way to charge the implant another way. Agent reviewed information and redirected pt to their healthcare provider to further address the issue.